Event description:
It was reported that during a percutaneous coronary interventional procedure, there was a guidewire spring tip detachment. The moderately calcified lesion was located in a distal left anterior descending artery (lad). The physician was attempting to cross through the lesion with a rotawire floppy guide wire with the support of a unspecified microcatheter. There was difficulty advancing the micro catheter. As the physician went to advance the rotawire to the distal vessel while it was still in the micro catheter, it became trapped and the spring tip became detached. The spring tip was able to be snared. No patient complications occurred. The patient status was satisfactory.

Manufacturer narrative:
Device evaluated by manufacturer: visual and microscopic examination of the returned rotawire revealed kinks and bend on a section of the wire as well as the distal end fractured. Sem (scanning electron microscopy) of the fracture revealed the damage was consistent with a bending action. No material anomalies were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B) (4).

Event description:
It was reported that during a percutaneous coronary interventional procedure, there was a guidewire spring tip detachment. The moderately calcified lesion was located in a distal left anterior descending artery (lad). The physician was attempting to cross through the lesion with a rotawire floppy guide wire with the support of a unspecified microcatheter. There was difficulty advancing the micro catheter. As the physician went to advance the rotawire to the distal vessel while it was still in the micro catheter, it became trapped and the spring tip became detached. The spring tip was able to be snared. No patient complications occurred. The patient status was satisfactory.